Manufacturer narrative:
This report is submitted on january 2, 2019. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, the patient experienced a lack of clinical benefit with device use and subsequently the implant magnet was explanted on (B)(6) 2018. The patient was reimplanted with a ci device during the same surgery.